Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a radiopaque object was noted in the common bile duct (cbd) via fluroscopy. Upon review of equipment and fluoro pictures, it was determined that the object was a metal ring from the tip of the ercp pre-curved cannula. It had obviously become detached from the catheter as evidenced by the fluoroscopy pictures. Eight fluoroscopy images were obtained during the case. Images number three and number four show the radiopaque ring on the catheter as it should be. Image number five shows the catheter removed and the guidewire in place. Image number six shows the guidewire removed and the radiopaque ring in the common bile duct. During the procedure to extract the cbd stone, the radiopaque ring and marker were also extracted from the cbd and into the duodenum. Endoscopy images were obtained of the ring and stone in the duodenum. A trapezoid basket was then used to try to retrieve the ring and marker from the duodenum without success. Then a roth net was used with success. The ring and marker were placed in a container with a lid.